Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl. Review of the pump data logs by tandem technical support verified that the customer had delivered two boluses prior to the low. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.